Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope image keeps cutting out and has lines across the screen. The screen started cutting out and it went all the way black in the middle of the case, resulting in a procedure delay. The issue occurred during a therapeutic colonoscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. Corrected fields: h6 (health effect - clinical code and health effect - impact code updated). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.